Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a damaged chassis, and a missing battery door. The visual inspection confirmed the reported problem. It was determined that the root cause of the damaged chassis was from customer impact. The chassis assembly was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com. B3: unknown, corrected data: health effects corrected.

Event description:
It was reported the device exhibited a damaged pump mechanism. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.